Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level at the time of incident was 425 mg/dl and current blood glucose 401 mg/dl. The customer was not treated for high blood glucose. The customer reported that the insulin pump had a hardware low level failure alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. The customer performed displacement test passed and self test failed. It was unknown whether the customer was using auto mode or not. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08710 inches however, the device alarmed pump error 63 during the self test and pump error 63 alarm is found in the downloaded history file due to broken trace at pin on the keypad assembly.